Event description:
A user facility registered nurse (rn) reported to fresenius technical support that their patient came to the clinic experiencing shoulder pains and feeling full of air. Additionally, the patient stated an unknown fluid leak was experienced during an unknown phase of treatment and a puddle of fluid was discovered on the bottom of tray of the liberty select cycler cart. The cycler did not experienced any warnings, messages or alarms during the event. The patient brought a companion cassette to the clinic for the rn to address the cause of the leak. The cassette is not available for return. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported to fresenius technical support that their patient came to the clinic experiencing shoulder pains and feeling full of air. Additionally, the patient stated an unknown fluid leak was experienced during an unknown phase of treatment and a puddle of fluid was discovered on the bottom of tray of the liberty select cycler cart. The cycler did not experienced any warnings, messages or alarms during the event. The patient brought a companion cassette to the clinic for the rn to address the cause of the leak. The cycler is not available for return. Additional information was requested, however to date has not been provided.